Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
A pt underwent a revision surgery due to loosening of the stem implanted on (B)(6) 2010. On (B)(6) the pt underwent an unanticipated revision surgery due to the dislocation of the implant. The surgeon repositioned the implant and performed the substitution of the insert. The insert was implanted with a cup of a competitor (B)(4).